Event description:
It was reported that the balloon rupture and the procedure was cancelled. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 10 seconds. The device was removed without any problems. The procedure was not completed due to another reason. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.